Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. D6a: implant date unknown / not provided. D6b: explant date unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the anterior implant was removed in (B)(6) 2026 and grafted. They also did not place the screws and do not have the item or lot number.